Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation root cause: root cause has not been identified. (B)(4).

Event description:
A doctor reported a patient with an implanted intraocular lens (iol) that has visual streaks within the lens. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Evaluation of attached photos was provided by a company representative: reviewed and evaluated attached photos: multiple spots of opacification are observed in the visual field ranging from single to "christmas tree" appearance. It should be noted that color of the iris on two pictures appears to be different. Also, visible red spots might be associated with test performed during the same visit when pictures were taken. However, it is difficult to conclude which type and model of iol was implanted based on static pictures. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The clinical impact of the described photo observations cannot be determined from a picture assessment. The manufacturer internal reference number is: (B)(4).